Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that she was at 478 mg/dl, she treated with the insulin pump and pen and it went down to 269 mg/dl. The drive support cap is recessed. The tubing had one large air bubble, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime. The customer removed the infusion set and the cannula was bent. Customer stated she was thinking about going to the emergency room. Customer was advised to change the complete infusion set and reservoir. Customer was assisted with the set change.